Event description:
On (B)(6) 2024, infutronix received a report that a pump stopped infusing due to a system error alert. In addition, the pump power itself off. The infusion cannot resume without causing delay in treatment. No patient harmed was reported. Device was requested to be return but it was discarded.

Manufacturer narrative:
A review of the pump's test record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device was discarded by patient. A CAPA has been opened in order to fully investigate and address the root causes of device powering itself off.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/15/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.